Event description:
It was reported that the pump battery was unresponsive. Customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.